Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016, that on (B)(6) 2016, the receiver displayed a spi xaction1 message. No medical intervention was reported. Additional event or patient information is not available. The receiver was returned for evaluation. An exterior physical visual inspection was performed and no defects were found. The receiver was charged and rebooted. Confirmation of the complaint was not confirmed via product investigation. A root cause could not be determined.